Manufacturer narrative:
Initial report ref natus complaint# (B)(4). It was reported by the customer that the camera fell from the cart. The camera was returned for evaluation on the 13th sep 2021. Results of investigation not yet available.

Event description:
Videology camera fell off cart. No injuries reported.

Manufacturer narrative:
Follow up report 002 ref natus complaint#(B)(4). 09 sept 21 - an investigation was completed on the returned product reference (B)(4)complaint investigation form. See details as below: investigation results: two cameras and one ball head was returned. Ir units that attach to the camera were not returned. Both cameras had the ¼-20 thread mounting holes damaged with stripped threads on both sides. The ball head also showed evidence of the material from the stripped threads present on the mounting threads. Root cause/probable root cause: the threads in the camera mounting hole become stripped when the mating threads are over tightened. They can also become damaged if they are subjected to forces while the connection is loose. Excessive shaking of the cart/camera could cause the camera mounting to come loose. Continuous re-tightening of the camera could eventually cause the threads to strip. Also adjusting the position of the camera would have the same effect as over tightening if the adjustment is done without first loosening the ball head mount to allow proper camera adjustment. Recommended actions: preventative action: add loctite or similar thread locker to the camera mounting threads. The mounting of the camera is done in the field so the thread locker would not be able to be applied in manufacturing. Natus could include a small single use packet of thread locker to apply to the threads when the camera is mounted. Ensure users are properly trained on the adjustment of the camera position by loosening the ball head. Engineering change order (eco#(B)(4)) has been created to address actions recommended by the engineering investigation report. UDI#: (B)(4)(UDI for top level). Acceptable risk associated with the complaint as per line 6.4 in doc-010378 xltek eeg psg risk analysis spreadsheet. No death or serious injury. No CAPA's related to this issue. Complaint will be included in trending data for further review and investigation if needed. Investigation result code (n/a to all qms):neuro sbu, loose component. Closure rationale:complaint verified, correction deferred to future product release.

Event description:
Videology camera fell off cart. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref natus complaint # (B)(4). Additional information: d4 - the UDI number was populated. Correction: b1, e3, g2, h1 and h6.